Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No button error alarm noted upon testing. 0.0 can be seen when programming a basal due to functional keypad. No unexpected rewind anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that centre button of insulin pump was unresponsive. Customer stated that numbers was not ramping on their own. Customer stated that the scroll bar was not moving with no input. Customer also stated that insulin pump was also doing a rattling sound when they did rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.